Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced heating at the scs ipg pocket site while charging and the scs ipg not charging to full. A replacement charging system did not resolve the issues. As a result, surgical intervention will be taken at a later date to address the issues.